Event description:
Clinic reported leakage from luer lock on venous inlet side mainly during priming but during operation also. Doctors had to change oxygenators during cpb. Ref: (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and corrective actions for the device described in this report. The manufacturer has not received the device for investigation. A request to obtain the device was issued. Once the device became available, the investigation will begin to determine the root-cause. A supplemental medwatch will be submitted if further information becomes available.